Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
The patient has an occlusion in the femoral artery. 6f sheath was used to crossover and rotarex to remove the thrombosis. Guidewire reached 15cm beyond the thrombosis. Catheter reached 2cm before the thrombosis and started the motor. Start the motor and the first aspiration was ok. Withdraw the catheter and flush it, it was found that the catheter was broken and head of the catheter went out. Pta and infusion catheter were used to complete the operation.